Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr, the plastic tip of a polarstem modular head for 21000662 had broke off. Furthermore, there were (2) two solid pieces of the broken impactor tip and it was confirmed that both pieces were retrieved. Surgery was resumed, without any delay, with the same device. No patient harm was reported.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, the plastic tip of a polarstem modular head for 21000662 had broke off. Furthermore, there were (2) two solid pieces of the broken impactor tip and it was confirmed that both pieces were retrieved. No patient harm was reported. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there is a fracture in the distal end of the device and there are two missing fragments. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 42 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. Additional information: d8 corrected data: g2, h8.